Event description:
The account stated that the cell-dyn 3700 analyzer's waste tubing became disconnected and as a result the lab technician was splashed on the skin and in the eyes. The lab coordinator sent the lab technician to the physician who examined him and ordered (B)(6), (B)(6), chagas, (B)(6) test which were all negative. The physician recommended testing every three months. The account stated that the waste container was not full but the tube became disconnected. A waste leakage was observed on the floor four days after the splash occurred. No one else in the lab was splashed due to the leakage. There was no further information provided.

Manufacturer narrative:
(B)(4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.